Event description:
Additional information was received that during the valve implant, the crown overlap beyond node 4 was not confirmed during loading. As a result of the infold and valve under expansion, a procedural delay resulted.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: heart valves; product ID l-evolutfx-2329; product lot/serial number (B)(6); product type: heart valves; h6 additional codes image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap beyond node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. In this case, the valve was used for the implantation. A pre balloon aortic valvuloplasty was performed prior to the valve implant. During the valve implant attempt, an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Acco rding to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence supports that the infolded valve was recaptured, removed and a new valve was prepped. Fluoroscopic valve load inspection of the new valve was confirmed a good load. The new valve was deployed just prior to the point of no recaptured and depth assessment was performed. Depth was approximately 3 millimeter (mm) on the non-coronary cusp in the cusp overlap view and 4mm on the left coronary cusp in the left anterior oblique (lao) view. As stated in the evolut fx+ IFU, the recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. The depth was deemed acceptable, and the valve was released with minimal aortic regurgitation/paravalvular leak on the final angiogram. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, upon inspection of the valve load, concerns arose regarding whether crown overlap was present extending beyond the 4th node. Despite the uncertainty, the implanting team decided to proceed with implantation. An anatomical assessment revealed substantial calcification was present on the native valve leaflets and a raphe was identified between the non-coronary cusp (ncc) and right coronary cusp (rcc), contributing to procedural complexity. At 80% deployment, an infold was observed, raising concerns about compromised valve expansion. The valve and delivery catheter system (dcs) were recaptured and withdrawn from the patient, and a new valve and dcs were provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received via fedex, enclosed in sealed bubble wrap and two sealed pouches, within its original jar, and fully submerged in a clear solution. The valve exhibited discoloration consistent with blood contact. All leaflets are slightly stiff but flexible, possibly due to the blood contact and/or decontamination process. No signs of leaflet damage. Leaflets 1 and 2 were in the open position, while leaflet 3 appeared closed. All commissures appeared intact. The outflow and inflow aspects displayed an elliptical appearance. Several bent struts were observed around the overall outflow of the valve, which appears consistent with frame misalignment during loading the valve onto the delivery system. Due to the condition in which the device was received, a deployment simulation could not be performed to evaluate the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.